Event description:
The customer contacted stryker to report that their device was not detecting the therapy cable. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Correction: sections h6 results code and h11 have been corrected. Stryker evaluated the customer's device and the reported issue was verified and was not able to be duplicated. Root cause could not be determined. The therapy cable connector was reseated as a preventative measure. The device passed functional and performance testing and was returned to the customer.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. No problem was observed connecting the therapy cable. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section a1, patient identifier, was left blank. The patient ID is (B)(6). Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was not detecting the therapy cable. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.